Manufacturer narrative:
Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this 21mm aortic bioprosthetic valve, the 21mm aortic bioprosthetic valve was seated and secured into the annulus. The surgeon noted that the left and right coronary ostia were partially blocked and the valve was determined to be oversized. The valve was subsequently explanted and replaced with a 19mm valve of the same model. No additional adverse patient effects were reported.